Manufacturer narrative:
(B)(4).

Event description:
The following was reported to gore; on (B)(6) 2021, the patient underwent endovascular treatment of a thoracic aortic aneurysm using gore® tag® conformable thoracic stent graft with active control system. The patient had undergone a total debranch procedure. On an unknown date in 2021, after tevar procedure, a dissection in an ascending aorta was observed. On an unknown date in 2021, distal end of the gore® tag® conformable thoracic stent graft with active control system became aneurysmal. The dissection is monitored. The aneurysm which is located at distal end of the gore® tag® conformable thoracic stent graft with active control system is planned to be treated. The physician suggested that the dissection and the aneurysm might have occurred due to the vessel being weak. Reportedly, the dissection was not started from the proximal edge of the ctag and the dissection was started from more than proximal of the ctag to the ascending aorta. A reintervention was performed on (B)(6) 2021. Two gore® tag® conformable thoracic stent grafts with active control system were implanted distally. Pre and post operative dicom images will be sent. A customer letter is required to include the diameter of the ctag. Reportedly, the tgmr404020j was implanted initially, but now, it seemed the diameter of the native vessel where the tgmr404020j was implanted dilated to the diameter of the tgmr404020j or over 40mm.

Event description:
The fsa provided additional information about this case on june 28/2022. The fsa said that distal end of the gore® tag® conformable thoracic stent graft with active control system became aneurysmal due to like damaged intima of vessel (it is difficult to say it is exactly dissection or something).